Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with scratched case, cracked battery tube threads and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a insulin flow blocked alarm during manual priming. Customer stated that in troubleshoot their insulin pump due to changed the infusion set and reservoir due to manually push the plunger very slowly, while keeping the reservoir straight and did the insulin exits the tubing. Customer stated reinsert reservoir into insulin pump and run load reservoir at least 5.0 unit and the insulin flow blocked alarm on insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.